Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that occlusion alarms occurred. Customers blood glucose was ranging from 450 to "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Customer changed pump supplies to address the issue.